Event description:
The recipient accidently hit his head on the edge of a dresser. After this event, the recipient was not able to hear any sound with the device, but only heard buzzing sound that was very uncomfortable. The recipient has been re-implanted on (B)(6)2023.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient accidently hit his head on the edge of a dresser. After this event, the recipient was not able to hear any sound with the device, but only heard buzzing sound that was very uncomfortable. A revision surgery is scheduled and the user will be re-implanted on (B)(6) 2023.